Manufacturer narrative:
Returned for evaluation was an opened 5f soft-vu catheter. A visual review of the catheter noted that the tip was fractured. The tip lengthdimensional testing could not be performed due to the stretching of the tip. The customer's reported complaint description of soft-vu tip fracture is confirmed. Although the reported comaplint description is confirmed, a definitive root cause cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape. When using angiodynamics halo catheters, form or straighten the tip in the distal thoracic aorta using a guidewire when advancing or withdrawing the catheter. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: upon attempting to remove the angiographic catheter, with a guidewire inserted in the catheter, the tip sheared off of the catheter, remaining on the guidewire. It was successfully retrieved with no harm to the patient. It was reported the defective disposable device is available for return to the manufacturer for evaluation.